Manufacturer narrative:
Through the investigation, it was determined that the service process requires three field service engineers to perform the work. However, for this event, there were only two fses on site. The japan service team has committed to staffing service events with the recommended number of fse's moving forward

Manufacturer narrative:
The fse (field service engineer) was performing a replacement of the union. When the union was put in the cart by using the boom crane, the boom crane lost balance of the union and it fell down. The fse's right hand was injured (laceration and finger fracture, bleeding and swelling) by the falling boom crane.

Event description:
The field service engineer's right hand was injured (laceration and finger fracture, bleeding and swelling) by the falling boom crane when performing service.